Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they last charged their implantable neurostimulator (ins) and was now was getting a "poor communication" screen. Troubleshooting reviewed overdischarge and the patient noted that they had been overdischarged before. The patient stated that they had tried to charge their ins sometime in (B)(6) 2020 and was directed to follow-up with their physician. Additional information was received from a manufacturer representative regarding a patient on (B)(6) 2020. It was reported that the manufacturer representative made three recovery countdown attempts on the patient¿s ins and was unable to establish communication with it. It was determined that the ins would be replaced on (B)(6) 2020. No further complications were reported/anticipated. Indication for use is radicular pain syndrome (radiculopathies).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep was told on (B)(6) that the ins was depleted and was unable to be turned back on after three device resets. It was also noted that the battery was almost nine years old. The patient told the rep that their ins had been off for about 8 months. The issue was resolved with the replacement of the ins. No further information was reported.